Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 583 mg/dl. The customer stated that her son was very active and the site came out. The customer received no delivery 3-4 times. Changing the set resolved the issue. The reservoir will not be returned for analysis.